Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently unable to charge unless the customer held the usb charging cable into position within the pump usb port. The issue persisted across multiple usb cables. The customer indicated that blood glucose level was "fine". Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified in the pump logs; however no failure was identified. Additionally, a different issue was identified.